Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event caused by stress of repeated use, external factors, or handling. The event can be prevented by following the instructions for use which state the inspection method in the operation manual ¿chapter 3 preparation and inspection 3. 3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited peeled adhesive around the objective lens. There were no reports of patient involvement.